Event description:
Pt has been hospitalized and is being treated for hypercalcemia. Declining illness which began in late april or early may 2002, maybe due to the change in the type of hemodialysis machines being used at dialysis center. Rptr became suspicious of the center's practices after the local newspapers reported possible problems associated with the center and its use of baxter's meridian hemodialysis machines. The complainant provided a written account of pt's medical history, including medications and lab test results. Rptr is concerned about the tube flushing procedures, in that, the new equipment tubing is not flushed and therefore may be contaminated. On some occasions, pt's heart rate increased to high levels (up to 200 bpm) while pt was being dialyzed after they switched to the new machines. Rptr spoke to center in 9/02, who indicated that the center had since changed to using the old dialysis machines, including the use of prediluted solutions (bleach, dialysate and phosphate (possibly)). Rptr provided test result data from the monthly progress reports by center covering the period of 11/01 to 8/02. Rptr also listed the results for two other dialysis pts in order to check for trends in the data. The complaint package also includes a letter from center dated 9/10/02 regarding the closing of the facility due to an increase in hospitalizations and adverse occurrences to some of the pts.